Manufacturer narrative:
Evaluation determined that a bending force was applied while the tools were not rotating.

Event description:
It was reported that "midas b-1 drilling tip broke off while drilling holes into skull bone flap on mayo. Tip found." No injury to patient was reported. On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. On follow-up it was confirmed that there was no patient impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."